Event description:
It was reported by service report that the footboard was broken with exposed sharp edges and the potential for fluid ingress. The customer could not determine if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: damaged footboard.